Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Pre-service within-run vitros tropi es precision testing met the performance guidelines, indicating the vitros 5600 system was performing as intended and did not likely contribute to the event. Based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2932 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result obtained from a single patient sample tested on a vitros 5600 integrated system. Patient sample result of 0.327 ng/ml versus the expected result of 0.014 and 0.015 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported outside of the laboratory, however, a corrected report was issued and there was no reported allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).